Manufacturer narrative:
Company representative evaluated the system. Corrections included reseating the main board and clearing system's error logs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.